Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the rubber stopper sheared and foreign matter was aspirated into the bd luer-lok¿ tip syringe with blunt plastic cannula. There was no report of user impact. The following information was reported by the initial reporter: "we have had a med vial rubber stopper shearing when a clinician is using the ref (B)(4) syringe w blunt plastic cannula. This has happened multiple times and the fragment has been aspirated back into the syringe and caught by the nurse prior to injection."